Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: a review of the black box showed a call service 088 alarm. The vibratory issue was duplicated during investigation. The pump was opened to find moisture throughout the pump casing and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a vibration issue. Pump was vibrating non stop. Customer attempted to clear the constant vibration by rebooting the pump with no success. No error code on screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.